Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported from a market research survey result that a patient underwent an unknown surgery in which seprafilm was used. The patient experienced an unspecified infection at the surgical site. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. The patient outcome was not reported. No additional information is available.